Manufacturer narrative:
The technician found the siderail latch bolt was missing. He replaced the latch bolt to repair the stretcher.

Event description:
Info received indicates the right siderail is not latching.